Event description:
On (B)(6) 2025, it was reported that an ilet user was hospitalized with diabetic ketoacidosis (dka) after a faulty dexcom g7 continuous glucose monitor (cgm) sensor displayed inaccurate high blood glucose (bg) readings. Prior to hospitalization, the user had been sick with a stomach flu, and their bg readings were high but never exceeded 400 mg/dl on the cgm. The user was found in a weakened state and was driven to the ER by a family member. Upon arrival at the hospital, their bg was measured at 1692 mg/dl. The user was admitted to the hospital on (B)(6) 2025, and released on (B)(6) 2025. The user experienced great fatigue and was unable to stand. The hospital treated their elevated bg, but specific treatment was not reported. The user resumed using the ilet following their discharge. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.